Event description:
It was reported that the device was used during an unknown procedure. It was reported that the staples would not close. No further info is available. Opened another device to complete the case. There was no consequence to pt.